Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: biomet splined knee stem, cat#: 141612 lot#: 561710, biomet 360 tibial tray, cat#: 185202 lot#: 319530, biomet 360 cruciate wing, cat#: 185651 lot#: 711840, biomet splined knee stem, cat#: 141618 lot#: 393390, vanguard distal femoral augment, cat#: 185485 lot#: 761910, biomet 360 tibial augment, cat#: 185232 lot#: 840540, biomet 360 tibial augment, cat#: 185232 lot#: 251540, series-a patella, cat#: 184788 lot#: 403900, biomet 360 offset adapter, cat#: 185210 lot#: 919240, vanguard ssk 360 femoral, cat#: 185285 lot#: 2456635. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08393, 0001825034-2017-08394, 0001825034-2017-08395, 0001825034-2017-08396, 0001825034-2017-08397, 0001825034-2017-08398, 0001825034-2017-08399, 0001825034-2017-08401, 3002806535-2017-00932, 3002806535-2017-00933, 0001825034-2017-08402.

Event description:
Patient was revised to address an infection. Attempts have been made and no further information has been provided.